Event description:
The customer reported that while running a hepatitis core assay, using summit sample handler 3 wells did not have specimen diluent and sample added. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corrsponds to ortho diagnostic systems complaint number 97-02624-05.